Event description:
It was reported the patient presented in clinic with a pocket infection. Upon examination, it was observed the pacemaker had eroded through the pocket. The pacemaker was explanted without issue. The patient was stable.